Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient suffered pain due to the eroded mesh, and received additional medical treatment and procedures. According to the physician's office, the patient returned several times and reported infection around the rectal area, vaginal burning, discharge, and pain. As of the last medical appointment on (B)(6) 2010, the physician removed some of the eroded mesh and treated it with silver nitrate. All other information is unknown and unavailable.